Manufacturer narrative:
Although the patient's weight was not provided, the patient's bmi was reported to be (B)(6).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during an hta endometrial ablation procedure. According to the complainant, the initial set up was completed without incident. At the beginning of the procedure, before treatment of the endometrium, the display indicated "there might be a perforation." The physician did not recall the exact text of the error message. The system was then paused while the physician removed the sheath and checked the sealing. No signs of perforation were found. The sheath was inserted a second time and the generator immediately shut down. There were no alarms indicating a failure before the shut down occurred. It was reported that the system had not heated up before shutting down and that all power cords were connected properly. The console has been used successfully since this event. The physician completed the procedure with a new procedure sheath. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."